Manufacturer narrative:
(B)(4). Evaluation of the returned complaint product and review of the device history record is in-progress. Upon completion of the investigation, a follow-up report will be filed. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kimberly-clark product is defective or caused serious injury.

Event description:
Kimberly-clark received a report from (B)(6) the stating health care providers noted recurrent cuff pressure loss was observed two days after endotracheal tube placement. The blue pilot balloon detached from the microcuff endotracheal tube and was found in the patient's bed. The patient was extubated an reintubated. Silent aspiration occurred over an 8-hour period. The loss of positive end-expiratory pressure (peep) over the 8-hour period resulted in the patient developing pneumonia.